Manufacturer narrative:
Site reported that the light adjustable lens was explanted from the patient's left eye as the desired refractive outcome was not achieved after light adjustment treatments. Lens fragments that comprised the lens was returned. Visual inspection found no issues with the lens fragments. Optical quality of the lens was also assessed and no issues were noted.

Event description:
Site reported that the light adjustable lens was explanted from the patient's left eye as the desired refractive outcome was not achieved after light adjustment treatments.

Manufacturer narrative:
Site reported that the light adjustable lens was explanted from the patient's left eye as the desired refractive outcome was not achieved after light adjustment treatments. Rxsight's first awareness of the event occurred on (B)(6) 2020. Device history record for the lens was reviewed. No issues were noted. The lens is in process of being returned for evaluation.

Event description:
Site reported that the light adjustable lens was explanted from the patient's left eye as the desired refractive outcome was not achieved after light adjustment treatments. Rxsight's first awareness of the event occurred on (B)(6) 2020.